Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the report of defective keypad and reproduced during evaluation when all soft keys were found inoperable. The cause was determined to be a failed keypad and the keypad was replaced to correct this condition. The device history record (DHR) review was completed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to have two of the buttons in the keypad that did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.